Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump with serial number (B)(6) became inoperable due to a cracked screen, and the user reverted to backup therapy; the issue involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem leading to fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.